Event description:
In 2007, the lay - user/pt contacted lifescan alleging that his blood samples were not drawing into his one touch ultra test strips. The pt indicated that the alleged meter issue started on the day before, at 10:00 am. After the issue began, the pt reportedly developed symptoms of sweating and blurred vision. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt also denied receiving medical intervention and was not tested on another device. The customer care advocate (cca) noted that the pt was using expired test strips. The pt did not have other test strips to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.